Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the patient underwent "left femoral head replacement" under general anesthesia, and returned to the ward at 17:20 after the operation, and brought a tube into the deep internal jugular vein for proper fixation. When handing over at 22:00, give the patient's family members the precautions to prevent deregulation. 1/8 3:55 inspected the ward with the deep venous catheter in place. When inspecting the ward at 4:50, it was found that the patient had removed the internal jugular vein catheter, the puncture point had no bleeding, the pipeline was intact, it was disinfected with iodophor and covered with dressings. And notify the doctor, no special treatment. The patient is conscious and free of irritability."